Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to an error message from half height cubie drawer 4-1, which led to the failure. A field service engineer replaced the retractor band and reconnected the row board cable and pyxibus cable to address the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system half height cubie drawer 4-1 experienced failures in the cubie pockets, displaying read/write error messages. The customer reported that the issue occurred when the user was trying to issue medications to a patients. However, the medications remain accessible through other devices and the inpatient pharmacy. There were no adverse events or injuries reported based on this incident.